Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently forgot to turn off the temporary basal rate and as a result, the blood glucose (bg) level dropped to 61 mg/dl. Soda was consumed to bring the bg back to the target level. The customer confirmed the temporary basal rate was turned off.